Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was burned due to charger gets hot when charging the ipg and was having discomfort. Symptoms of blister and draining were noted. It was unknown if the patient was provided with medication. The physician confirmed that the patient has no infection and wound was healing. The patient was doing well.